Event description:
A hospital in (B)(6) reported that two rt235 infant dual-heated evaqua breathing circuits would not pass the leak test. This occurred before use on a pt.

Manufacturer narrative:
(B)(4). The complaint rt235 breathing circuit is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon completion of our investigation.